Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure for permanent sterilization and subsequently had the device removed due to complications. The complications suffered by plaintiffs were not specified, but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 30-jun-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 841859) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and augmentation mammoplasty. Concomitant products included ethinyl estradiol w/norgestrel (cryselle), etonogestrel (implanon), oral contraceptive nos, tretinoin and tri-luma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), mood swings ("mood swings"), depression ("depression"), anxiety ("severe anxiety"), rash ("rashes"), skin texture abnormal ("poor skin tone and texture"), skin discolouration ("poor skin tone and texture"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), insomnia ("insomnia"), arthralgia ("joint pain") and arthritis ("joint inflmmation"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and genital haemorrhage had resolved and the hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, mood swings, depression, anxiety, rash, skin texture abnormal, skin discolouration, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, insomnia, arthralgia and arthritis outcome was unknown. The reporter considered anxiety, arthralgia, arthritis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, insomnia, menorrhagia, mood swings, rash, skin discolouration, skin texture abnormal, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. On (B)(6) 2011 patient underwent hysterosalpingogram resulted in failure to occlude (close) fallopian tubes, migration of essure device. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs, reporter added, patient concomitant condition added, concomitant drug added, lot number received, events medical device removal and complication associated with device replaced with events:- device dislocation, genital haemorrhage, hormonal level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, mood swings, depression, anxiety, rash, skin texture abnormal, skin discolouration, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, insomnia, arthralgia, arthritis, abdominal pain lower.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device/migration of essure device location of device: uterus/the left essure wire appears to be in the myometrium posteriorly.") And genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 841859) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "multiple attempts were tried in a close location; however, I was unsuccessful to pass the essure catheter. At this point, the procedure was then terminated.". The patient's past medical history included chronic laryngitis. Concurrent conditions included overweight, augmentation mammoplasty, hematuria, overweight, lipoma, dermatitis, retroverted uterus and tubal ligation. Concomitant products included ethinyl estradiol w/norgestrel (cryselle), etonogestrel (implanon), oral contraceptive nos, tretinoin and tri-luma. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("mood swings"), depression ("depression") and anxiety ("severe anxiety"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), rash ("rashes"), skin texture abnormal ("poor skin tone and texture"), skin discolouration ("poor skin tone and texture"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), insomnia ("insomnia"), arthralgia ("joint pain"), arthritis ("joint inflammation"), vision blurred ("blurred vision"), urticaria ("hives-all over body"), abdominal pain ("abdominal pain"), uterine spasm ("contraction") and complication of device insertion ("the right tubal ostium was not able to be cannulated with the essure catheter, unsuccessful to pass the essure catheter/failure to insert."). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),essure coil removal.). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device had resolved, the genital haemorrhage, menorrhagia and uterine spasm was resolving and the hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, mood swings, depression, anxiety, rash, skin texture abnormal, skin discolouration, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, insomnia, arthralgia, arthritis, vision blurred, urticaria, abdominal pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, arthritis, complication of device insertion, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, insomnia, menorrhagia, mood swings, rash, skin discolouration, skin texture abnormal, urticaria, uterine spasm, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: as per mr-of note, the postoperative essure hysterosalpingogram also revealed only one essure device. According to operative reports from august. 2011, only one essure device was able to be inserted. Therefore, it is not suspected¿ that there is an essure device elsewhere in the pelvis or abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. On (B)(6) 2011 patient underwent hysterosalpingogram resulted in failure to occlude (close) fallopian tubes, migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorrhagia, dysmenorrhea, device embedded. Most recent follow-up information incorporated above includes: on 11-jun-2018: pfs and medical record received:the event migration of essure device updated- location of device: uterus/the left essure wire appears to be in the myometrium posteriorly, blurred vision, hives-all over body, abdominal pain, contraction, the right tubal ostium was not able to be cannulated with the essure catheter, unsuccessful to pass the essure catheter/failure to insert, multiple attempts were tried in a close location; however, I was unsuccessful to pass the essure catheter at this point, the procedure was then terminated were added. Concurrent condition,reporters, events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device/migration of essure device location of device: uterus/the left essure wire appears to be in the myometrium posteriorly..") And genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 841859) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic laryngitis. Concurrent conditions included overweight, augmentation mammoplasty, hematuria, overweight, lipoma, dermatitis, retroverted uterus and tubal ligation. Concomitant products included ethinyl estradiol w/norgestrel (cryselle), etonogestrel (implanon), oral contraceptive nos, tretinoin and tri-luma. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("mood swings"), depression ("depression") and anxiety ("severe anxiety"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), rash ("rashes"), skin texture abnormal ("poor skin tone and texture"), skin discolouration ("poor skin tone and texture"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), insomnia ("insomnia"), arthralgia ("joint pain"), arthritis ("joint inflmmation"), vision blurred ("blurred vision"), urticaria ("hives-all over body"), abdominal pain ("abdominal pain"), uterine spasm ("contraction"), the first episode of complication of device insertion ("the right tubal ostium was not able to be cannulated with the essure catheter,unsuccessful to pass the essure catheter/failure to inser.") And the second episode of complication of device insertion ("multiple attempts were tried in a close location; however, I was unsuccessful to pass the essure catheter. At this point, the procedure was then terminated."). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),essure coil removal.). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device had resolved, the genital haemorrhage, menorrhagia and uterine spasm was resolving and the hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, mood swings, depression, anxiety, rash, skin texture abnormal, skin discolouration, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, insomnia, arthralgia, arthritis, vision blurred, urticaria, abdominal pain and the last episode of complication of device insertion outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, arthritis, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, insomnia, menorrhagia, mood swings, rash, skin discolouration, skin texture abnormal, urticaria, uterine spasm, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight increased, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The reporter commented: as per mr-of note, the postoperative essure hysterosalpingogram also revealed only one essure device. According to operative reports from august. 2011, only one essure device was able to be inserted.therefore, it is not suspected¿ that there is an essure device elsewhere in the pelvis or abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. On (B)(6) 2011 patient underwent hysterosalpingogram resulted in failure to occlude (close) fallopian tubes, migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorrhagia, dysmenorhea, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.